Manufacturer narrative:
H3: analysis was performed for product: 9735024, lot number: 201002. It was reported that the tip of the returned driver had been broken off. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instruments failed testing and were broken. There was no patient involvement. Additional information was received. It was reported that the suspected cause of the issue was that the sterile processing department (spd) bent the tracker during cleaning.